Event description:
Cxi catheter came apart in the pt. Customer had to use a snare to get part of catheter out the pt. Customer was using it up and over the iliac. During the same case, the customer was using the same wireguide and was advancing cook inc advance 18 lp low profile balloon dilatation catheter and the device accordioned. Customer had to use a snare to get part of the catheter out the pt.

Manufacturer narrative:
(B)(4). In-process and final inspection for cxi fused shaft sub-assembly, verifies no damage to proximal shaft. The catheter force at break meets the iso 10555 requirement of 5 n with a substantial safety margin as shown in design verification testing. The cxi catheter was returned in a used and damaged condition: the hub had separated from the catheter exposing the wire braid. Approx 1-1/2 cm distal to the hub separation, the outer nylon layer was damaged revealing approx 3mm wide tear typical of hemostat gripping the device. Approx 66 cm distal the hub separation is a double kink approx 0.2mm apart indicating difficulty advancing the device into the vasculature. At approx 76 cm distal to the hub, there is a complete break in the catheter with wire braid exposed and elongation in the outer nylon layer. At approx 31 cm distal the catheter break is approx 0.07 wrinkle in the outer nylon with the material pushed toward the proximal hub of difficulty advancing due to catching calcified lesion. Based on the evidence revealed upon visual inspection of the device, it is reasonable to suggest that the device experienced tensile forces at removal beyond it's design strength due to effects of pt anatomy (e.g., calcified lesions, tortuous vasculature, etc). We have notified the appropriate internal personnel and are continuing to monitor for similar complaints.